Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the hip liner was revised for potential osteolysis. Devices not returning.

Manufacturer narrative:
The evaluation noted that based review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. The most likely cause for the osteolysis was the patient conditions.